Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found main drawer 1.2 not detected on the bus. The fse found that the retractor band had torn away from the module controller and replaced both the module controller and the retractor band. The fse also found the keyboard to be worn and replaced the keyboard cover. The drawer was tested using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 1.2 experienced a failure and was not accessible. The accordion component located at the back of the half height drawer became jammed in the matrix drawer below. The component was reported to be broken and required replacement. As a result, main drawer 1.2 could not be accessed the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.